Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo 13.2, -03.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault was observed, the lens was removed and exchanged on (B)(6) 2019 and the problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).